Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the distal section of the stent was pulled proximally on the balloon. As a result the distal end of the stent was positioned at 12mm proximal to the proximal edge of the distal markerband. The stent was bunched in the middle and stretched at the distal end. Crimp markings were evident on the exposed part of the balloon wall indicating crimp contact between the coated stent and balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one hypotube kink at 40.6cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-jun-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the highly tortuous left anterior descending (lad) artery. After pre-dilatation, a 2.25x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable.